Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). The customer has several pumps/8015¿s that disconnect from our network at wesley long hospital and will not reconnect. We had 10 or more yesterday that disconnected on 4 east. They would not reconnect without rebooting or changing the wireless setting to disabled and then back to enabled. Failure device type: failure problem type: failure mode: case resolution: I worked with the customer to identify that they are experiencing the 400 ssid issue. This is where the laird wireless cards load up all the seen ssid's and times out. This causes the unit to have to be restarted. Customer has informed their leadership team, the solution is to upgrade or move the devices to 5gzh band only. I've not heard back from the customer after sending several emails (preferred method of communication). I'm going to close out this case? Ref:_00d30y0yr._5000l1qjpt2:ref